Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient connected after dropping the patient line on the floor. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. It advises users to use aseptic technique. It states that contaminating any part of the fluid path may result in peritonitis, serious injury, or death. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient dropped the patient line on the floor during peritoneal dialysis therapy. The patient connected and initiated therapy. The technical service representative assisted the patient with ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.